Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. The patient was using an electronic device to detect swimming pool leaks at the time of the event. The clinic is aware and is monitoring the patient. There were no additional adverse patient effects. The system remains implanted.